Event description:
It was reported that the customer was hospitalized for high blood glucose levels on (B)(6) 2015 with a blood glucose reading of 900 mg/dl. The customer stated that he got sick and was vomiting leading up to the hospitalization. He also reported that he had been hospitalized for high blood glucose again on (B)(6) 2015 with a blood glucose reading of 515 mg/dl. He stated that he had woken up feeling well, but in the afternoon he felt tired. By 4pm he was heaving and was taken to the emergency room. He was vomiting and was wearing the insulin pump at the time of admission. He stated that he took the insulin pump off about an hour prior to hospitalization. He did not know the cause of hospitalization or perceived cause of high blood glucose. He stated that he was still in the hospital. He was unable to troubleshoot the device, as he did not have it present with him. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-46756.